Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The target lesion being treated was located in the moderately calcified and moderately tortuous right coronary artery (rca). The 2.50x12mm emerge balloon catheter was advanced to the rca for predilation and inflated to 6atm. On the second inflation it was inflated to 12atm and burst. The emerge device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion being treated was located in the moderately calcified and moderately tortuous right coronary artery (rca). The 2.50x12mm emerge balloon catheter was advanced to the rca for predilation and inflated to 6atm. On the second inflation it was inflated to 12atm and burst. The emerge device was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Corrections: upn was corrected from h7493919312250 to h7493918912250. Catalog/model # was corrected from 39193-1225 to 39189-1225. Device lot number was corrected from 15075838 to 0014895316. Device manufactured date was corrected from 03/03/2012 to 12/13/2011. Device evaluated by MFR: there was blood in the balloon and inflation lumen of the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole 2 mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).